Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located at the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.